Manufacturer narrative:
A replacement power adapter was sent to the customer. In f/u with the customer, she indicated that she did not see fire or smoke and that there is no breach in the transformer housing, but she did see sparking at the exposed wires at the strain relief. She also indicated that no injuries were sustained as a result of the issue. Eval summary, for details of the analysis/eval performed on the power supply. In summary, a breach in the insulation on the dc output cord at the strain relief was present, exposing wires and resulting in a short which could cause sparking. We will monitor complaints for similar issues. Eval summary: a visual examination of the power supply revealed failures in the dc output cord insulation on both the positive and negative wires at the strain relief. These failures are exposing copper wires. The electrical fuse on the dc output side did not blow, which indicates that the short or sparking lasted for less than 2 to 3 seconds. This fuse will prevent any long short or sparking. The exposed wires have a dc potential voltage that is well below the 60vdc lower limit for hazardous voltage under ul1431 and ul1310.

Event description:
The customer reported to customer service that the power supply for her pump has exposed wires. No injuries were reported.